Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A power cord was shipped overnight to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed as applicable.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).